Event description:
Study: hao, m. Z., lin, h. L., chen, q. Z., hu, y. B., chen, j. B., zheng, j. X., zhou, d., & zhang, h. (2017). Safety and efficacy of transcatheter arterial chemoembolization with embospheres in treatment of hepatocellular carcinoma. Journal of digestive diseases, 18(1), 31-39. Https://doi.org/10.1111/1751-2980.12435 was reviewed during internal quality system activities. The publication describes microspheres used in arterial chemoembolization (tace) procedures that have been associated with pain, fever, nausea, vomiting, and pulmonary embolism. Pulmonary embolism occurred 3 days after tace in one patient from the embo-tace group. Pulmonary embolism occurred 3 days after tace in one patient from the embo-tace group. The severe respiratory symptoms and imaging abnormality of the patient diagnosed with pulmonary embolism normalized. The patient was discharged from hospital after receiving conservative treatment for 20 days.

Manufacturer narrative:
This event was identified during internal quality system activities involving retrospective review of literature sources. Upon review, the manufacturer determined the event meets applicable medical device reporting criteria and is submitting this report to ensure completeness of complaint and MDR documentation. This submission does not represent new information regarding device performance or a change in the known risk profile of the device. The suspect device was not returned for evaluation. Device lot information was not available from the publication; therefore, a review of manufacturing records and complaint trending specific to the device lot could not be performed. Based on the information available from the literature source, the complaint could not be confirmed, and a definitive root cause could not be determined. If additional information becomes available, a supplemental report will be submitted.